Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4).the device was returned for analysis. The reported difficult to insert, physical property issue and the kink on the guidewire were confirmed although physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
Subsequent to the previously filed medwatch the armada 18 balloon used in this case was clarified to be a 150 cm in length. Additionally, the event description has been revised from "a loss of uniform coating was detected" to "an irregularity in the coating was detected."

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left superficial femoral artery (sfa). During the intervention, a stenosis of the anterior tibial (at) was discovered. A command 18 st unshaped guide wire was used after which the sfa was treated with an armada 18 balloon catheter (bdc) at 8 atmospheres. A nice result was achieved with percutaneous coronary angioplasty only and the use of the two non-abbott dcb's. During evaluation, the at was diagnosed and treated using the same command 18 st and an armada 18 bdc. The guide wire was removed to shape the tip. After shaping the tip once the guide wire was introduced back into the balloon. An attempt was made to enter the at by torquing the guide wire; however, this was not successful as the torquability was not adequate; therefore, the decision was made to reshape the wire again to give it more bend. The guide wire tip would not go into the introducer due to the shaped tip. The introducer was then backloaded over the proximal end of the wire. While doing so, an appearance of loss of the non-uniform coating was detected, but the tip was able to be re-shaped. The guide wire kinked close to proximal end of the nitinol part where the transitionless weld is during the attempt to reload the wire into the balloon without the introducer. At this time, the guide wire was removed and the procedure continued on using a non-abbott guide wire which was easily able to enter the at. An armada 18 bdc was used for dilatation and the procedure was ended. The final patient outcome was good. No adverse patient effects or clinically significant delay in the procedure were reported. Device analysis revealed coating scraped off the guide wire.